Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a no delivery alarm and experienced a keypad anomaly. The customer's blood glucose was 378 mg/dl. The customer experienced a keypad anomaly again at the time of call when they went to check the alarm history on the insulin pump. The customer stated that both of the arrow buttons were not working. The customer stated that the insulin pump was not exposed to moisture. Advised customer to revert to back-up plan per healthcare provider's instructions. Advised a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump passed displacement test, prime test, basic occlusion test, and excessive no delivery test, no alarms were noted during testing. All of the buttons functioned properly, however slight moisture damage was noted on the keypad traces. The device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.